Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged several heart attacks, 4 strokes, difficulty of breathing/shortness of breath, two strokes took patient right side movement and vision out of right eye. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. Corrected section h10 and it should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices.the manufacturer previously received infomation an allegingdifficulty breathing/short of breath, heart attack,vision out of right eye related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Sections d1, d4 and h6 were updated in this report.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer reported an issue related to a CPAP device's sound abatement foam and several heart attacks, 4 strokes, difficulty of breathing/shortness of breath, two strokes took patient right side movement and vision out of right eye. The initial report was filed as harm which should have been reported as product problem only.in this report which has been corrected / updated. The correct b5 should be the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath.there is no report of serious or permanent patient harm or injury. Section b1, b2, b7, h1, h6 has been updated / corrected.